Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The suture with the needle detached from the device and it was not retrieved. The patient's condition is unknown at this time.